Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size printed on the balloon hub of the catheter identified the returned sample as a 5mm x 4cm balloon. The balloon appeared to have been previously inflated. The balloon was examined under microscopic magnification (12x) and fiber disturbance was noted on the distal cone, 0.5cm from the distal tip. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to a max 30 inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon, approximately 0.5cm from the distal tip. The balloon was stripped of its fibers. A longitudinal rupture was observed 0.5cm from the distal tip. The rupture was examined under microscopic magnification (12x) and the rupture was measured to be 0.5cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a longitudinal rupture on the distal cone of the balloon. The investigation is confirmed for material frayed, as the balloon fibers were frayed at the location of the rupture. Per the reported event details, the balloon ruptured at 30atm. The rated burst pressure (rbp) for this balloon size is 30atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." It is unknown whether the balloon was overpressurized past 30atm. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, an alleged pinhole rupture occurred prior to reaching 30 atm on the second inflation. Reportedly, there were no retraction difficulties through the sheath. The balloon was removed as one single unit and another balloon was used to complete the procedure. There was no reported patient injury.